Event description:
Additional information received identified surgical intervention was taken and the patient's scs system generator was replaced with no adverse consequences, and stimulation therapy was resumed.

Manufacturer narrative:
A patient experiencing heating at the ipg site while charging was reported to abbott. The patient has not elected to participate in the charger exchange program to resolve the issue. The device history record of the device was reviewed. All three batches were manufactured in 2015, and pcb with previous software design were scrapped in 2018. Refer to CAPA 118058 for details. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2021-01121. It was reported the patient complained of heating during recharge of the scs system implantable pulse generator (ipg). The patient stated the charger antenna heated up not allowing it to be placed on the skin. The next course of action has not been determined.